Event description:
It was reported that there were air bubbles present throughout tubing. Customer has been utilizing loading procedures from a non-tandem website. Customer had elevated blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.